Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) model 1861 was electively replaced due to an advisory issued on this model device. The device was returned and was found in-specification. Another ICD model t167 was implanted without incident. Nine months later the patient expired for unspecified causes. At the time of the patient's death there were no product performance allegations. One year later, the patient's family retained legal counsel and filed a lawsuit. Paperwork received as a part of the litigation process states that the ICD model t167 'failed to perform appropriately resulting in plaintiffs death.'

Manufacturer narrative:
Not returned. As of today the ICD model t167 has not been returned for analysis. It may have been buried with the patient. This event will be reopened if additional information is received.